Event description:
It was reported that this left bundle branch (lbb) lead was explanted due to high pacing threshold. A new lead with different model was implanted. No additional adverse patient effects were reported.